Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the posterior and underweight. A microscopic analysis was performed which identified: one opening sharp on the patch. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the patch assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, bake grade IV. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, bake grade IV. Device has been explanted.